Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was indicated that the patient had been educated about the device while they were under anesthesia. The patient reported that they had been implanted the day before report and their manufacturer representative (rep) had talked to them while they were under anesthesia. The patient stated that the rep did not give them much time for education, so they did not remember much. The patient noted that the manual they had should have more specific technical information about using items. The patient stated that they did not really feel stimulation and that they felt it sometimes throughout the day. The patient reported that they did go to the bathroom quite a bit the night before report because they drank a lot of water as instructed by their healthcare professional (hcp). The patient noted that they took pain medication that may constipate them if they did not drink enough water and that they were told to rest during the healing process. The patient stated that they were dizzy and nauseous from the whole thing and felt a burning feeling when getting up and down when bending. The patient noted that it was pretty bad and then it went away, but it hurt. The patient then stated that they felt stimulation a little bit and noted that they were waiting until their appointment with the hcp on (B)(6) before changing settings. The patient noted that they had been told after implant that the battery would last 5 years and then they would need to have it replaced. The patient stated that they would not have had it done if they knew that the battery would only last 5 years and was advised to follow up with their healthcare professional (hcp). No further complications were reported or were expected. Additional information was received from the patient. It was reported that the patient has urinated since implant and she does not really feel stimulation but later clarified that she does feel stimulation. The patient also reported that she was on antibiotics from the procedure and has been drinking a lot of water. It was mentioned during the report that something was place in the throat during the procedure for anesthesia, which made her have issues where she could hardly talk or swallow. The patient indicated that she was not drinking as much the last 2 days before the report. It was also reported that the patient had a burning feeling in back and she sat down too fast or the wrong way then suddenly got the burning feeling like the battery was on fire. The patient indicated that this feeling away, reoccurred, and has not continued. It was stated that the patient had informed her health care professional. There were no further complications or allegations reported with the event. Additional information was received from a consumer. It was reported that the patient was feeling the stimulation, just very slightly, but had been having a little bit of urgency; it was noted that maybe the patient was holding it in like if they were riding a car and they were kind of incontinent and the doctor gave them some pills too. The patient had been having these problems for the last couple of days but it was a lot better than it was; they just still have a little bit of incontinence. No further complications were reported/anticipated.